Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report submitted (B)(6), 2011.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. During the procedure, after the surgeon made two attempts to seat the acetabular cup, the locking ring fell out of the component. The surgeon removed the acetabular cup from the patient, examined the locking ring for damage, and then re-inserted the acetabular cup. The locking ring fell out of the acetabular cup for a second time. The procedure was completed using a different acetabular cup, but only after a delay greater than 30 minutes.